Manufacturer narrative:
With the information available, an assessment cannot be made in regards to the reason the bard 3dmax mesh was noted to have been "turned up at the pubic bone", which as reported caused the hernia recurrence. Based on the information obtained from the article and through follow up activities it appears that the complications experienced by the patient following the (B)(6) 2016 procedure were a result of the migration of the non bard/davol mesh plug and did not involve the bard 3dmax mesh implanted on the patient's right side. The is no indication in the article of any complications with the patient's left sided repair. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported per journal article "a case of mesh perforation into the bladder following inguinal hernia repair" hernia (netherlands),volume:21,issue: 2:may 2017: on (B)(6) 2016 - the patient underwent a laparoscopic hernioplasty for the repair of bilateral inguinal hernias. Per the article the patient was implanted with two bard 3dmax mesh devices. The patient was discharged 10 days postoperatively, but subsequently returned to the hospital with edema/distention on the right side. He was treated in outpatient care. On (B)(6) 2016 - the edema did not improve and following examination the patient was diagnosed with a hernia recurrence. On (B)(6) 2016 - the patient underwent a laparoscopic surgery for the recurrent hernia. During this procedure it is noted that the 3dmax mesh was found to be "turned up at the pubic bone, causing the hernia recurrence." The recurrence was repaired with a non bard/davol mesh plug. The 3dmax mesh was not removed during the revision procedure. On (B)(6) 2016 - cystoscopic observation due to continuous hematuria since the surgery ((B)(6) 2016) indicated that the mesh (non bard/davol plug) had become displaced. Cystotomy and resection of the anchor part of the plug that had become displaced was performed. As there were no complications postoperatively the patient was discharged on day 25 post admission. Literature reports a migration of mesh (non bard/davol plug) into the bladder; however, indicates the "bladder complication was thought to have occurred during the second surgery" with no involvement of the bard/davol 3dmax mesh.